Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer's caregiver received a low sensor scan results of 53 mg/dl multiple times every 15 minutes at 05:49 p.m. After which, the customer was given an orange juice in attempt to increase their glucose level. At 07:04 p.m, a blood glucose tests were performed on an adc meter by caregiver which read 314 mg/dl (07:04 p.m.), 314 mg/dl (07:20 p.m) compared to an adc sensor scan of 53 mg/dl (07:08pm), 53 mg/dl (07:24pm) and the customer's caregiver noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). As a result, the customer experienced confusion, agitation, weakness, a "suspected seizure", and was unable to self-treat. The caregiver contacted a visiting nurse, who advised taking the customer to the emergency room. The caregivers transported the customer without needing an ambulance. The caregiver stated that no medications were administered while they were at the emergency room but was unsure if any were given afterward. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no physical damage was observed on the sensor patch.data was extracted successfully, and sensor was found in sensor state 5 (indicating normal termination). The sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. A visual inspection of the plug assembly revealed water-based liquid contamination on pcba (printed circuit board assembly) triangle. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of all tests is an indication that the water-based liquid contamination did not impact the sensor¿s ability to generate an accurate glucose reading. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has also been performed for the reported complaint. The dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.